Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During impaction of the acetabular cup, the alignment frame fractured. Fragments were retrieved from the patient's wound and the procedure was completed without a significant delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A lateral alignment frame was returned for evaluation. The device showed nicks on the frame and also on the threads of the frame screw. The device showed broken frame screw and also showed wear and tear that indicated successful use for one year. Dimensional analysis of the broken frame screw found no deviations from the print specifications, where measured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.